Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a locking titanium adapter was broken. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and the pouch was found to have been peeled open at the open feature on the side which contained the adapter sleeve, and then taped closed. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.